Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed one call service alarm 064 for a motor error recorded on (B)(4) 2018. On investigation, the pump powered on normally using the returned battery cap. The pump was exercised for 24 hours without any interruption of power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.